Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating she had a right hip replacement done on (B)(6) 2011 and had a revision done on (B)(6) 2020 due to elevated metals in her blood. Patient also wants to confirm if her primary implants were involved in a recall.